Event description:
The customer stated that she was concerned about the accuracy of her blood glucose readings. The customer stated that she tested her blood glucose and received readings of 22 and 78 mg/dl. The customer felt as if her glucose was high. She tested with a neighbor's meter and received a reading of 431 mg/dl. Paramedics were called and they tested her glucose at 437 mg/dl within 10 minutes. The customer was taken to hospital and given multiple injections, but she did not know exactly what had been administered. While troubleshooting, it was discovered the customer's test strips were expired. The customer was to dispose of the expired test strips and no product will be returned.